Manufacturer narrative:
A siemens customer care center (ccc) specialist stated that the sample was initially centrifuged for 20 minutes at 3000 rotations per minute (rpm). Recentrifugation was performed for 10 minutes at 3000 rpm. A siemens customer service engineer (cse) checked the instrument and all alignments. The cse performed water tests. The cause of the discordant human chorionic gonadotropin (hcg) results on the immulite 2000 xpi instrument is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on an immulite 2000 xpi instrument from one patient sample upon initial and repeat testings. The discordant results were not reported to the physician(s). The same sample was repeated on an alternate instrument, resulting, lower. The same sample was re-centrifuged and repeated on the initial instrument, resulting lower. The lower results were in alignment with the clinical profile of the patient. It is unknown if the lower results were reported to the physician(s). There are no known reports of any impact to patient treatment or intervention due to the discordant human chorionic gonadotropin (hcg) results.

Manufacturer narrative:
The initial MDR was filed on 02-jan-2019. Additional information (14-jan-2019): a siemens customer care center (ccc) specialist stated that precision testing for human chorionic gonadotropin (hcg) was performed on the instrument and found to be within specifications. The discordant results were obtained only with this sample. No other samples were tested on that day. Additional information (15-jan-2019): a siemens headquarter support center (hsc) specialist reviewed the information in the complaint. There was one patient sample impacted by this issue. Human chorionic gonadotropin (hcg) has a small sample volume and low counts per second (cps) for low dose samples making this assay sensitive to sample pipetting issues such as a damaged sample probe or fibrin interference. The potential cause of the discordant, falsely elevated hcg results may have been due to preanalytical issues since the precision seen on this particular sample is atypical for this assay. The cause of the discordant, falsely elevated hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The method, result and conclusion codes have been updated.